Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. There was no cause found to determining the device not initially powering up. There were no parts replaced on the device. The device was scrapped. Additional findings not related to the malfunction/issue was damage to the front, base, and rear enclosure cases, dc connector, and handle. The base, front, rear enclosure cases, dc connector, and handle were replaced. No repairs were performed on the device. The device is not needed for inventory and was scrapped.